Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed the calibration for an error 80 (water check time out unable to reach calibration temperature) expected 6 actual 28.75. The device had a failed mixing pump and sending the 2000 hour preventive maintenance service information.

Event description:
It was reported that the arctic sun device failed the calibration for an error 80 (water check time out unable to reach calibration temperature) expected 6 actual 28.75. The device had a failed mixing pump and sending the 2000-hour preventive maintenance service information. Per sample evaluation results received on 17may2023, it was reported that the l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was stated that the tank seal was worn and torn from normal wear.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Event log shows alert 80. A test mixing pump was installed in decon for unit to cool. Mixing pump was serviced during the pm process. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded, it will be replaced preventatively. Tank seal was worn and torn from normal wear. The device underwent pm servicing while in for repair. Cleaned condenser coil. Cleaned tank and level sensor. Serviced the circulation pump. Replaced the heater, manifold o-rings, drain valves, tank tubing, tank seal, and the coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.